Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) conducted an onsite inspection and confirmed the reported problem. Upon troubleshooting, fse inspected all connections within the pdu and found no issues with the connections. Fse analyzed the pdu interface and suspected the faulty power control module was preventing startup and output. To resolve the problem, fse replaced the power sense board and pdu and completed connections and confirmed correct programming and incoming power specifications. After replacing the pdu, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.